Event description:
It was reported, "patient had previous l2-s1 fusion with a different company's product, the doctor removed 10 screws from the patient, and reinstrumented with xia from l2-s1. As he was final tightening on the right s1, left l3 and right l3, the second thread in the tulip head of the screw sheered off which caused the blocker to pop up. He did this a second time at l-l3 with a brand new screw. He left one broken screw head in the patient."

Manufacturer narrative:
Lot 036131 was also referenced, it is unknown which, if any, of the devices may have caused or contributed to the event. Additional information has been requested and when supplied will be submitted on a supplemental.